Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc evaluated the instrument data and instructed the customer to replace and align the sample probe, clean the integrated multisensor technology (imt) module and replace the imt sensor. The cause of the discordant sodium results is unknown. The customer successfully ran a diluent check test and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely low sodium results were obtained on multiple patient samples on a dimension xpand plus with hm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate system. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.